Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. The report comes from ospedale san raffaele involving paolo della bella concerning unknown introducer manufactured by: ab medical. Please see event description below for more details: "following a ventricular tachycardia (vt) procedure, the patient experienced a pseudoaneurysm at the right femoral artery. Manual compression was performed and the patient was hospitalized for observation." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)